Manufacturer narrative:
The field representative later reported that the lead was surgically abandoned and was replaced with a competitive defibrillation lead. A fracture was suspected due to the low shock impedance measurements and the low r-wave values. During the lead revision, the boston scientific cardiac resynchronization therapy defibrillator (crt-d) was explanted and was replaced with another boston scientific crt-d. There were no allegations against that device. No additional adverse patient effects were reported. As the lead will not be returned, clinical observations cannot be confirmed. This report will be updated if additional information is received.

Event description:
Boston scientific crm received information that this transvenous defibrillation lead exhibited low shock impedance measurements. A red alert was issued in latitude for impedances of <20 ohms.